Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the surgeon was able to squeezed the handle but the jaw was not able to close. There also issues with loading or firing of clips. The clamp remained constantly open because pressing the trigger axis did not push the staple but it was deported on the jaw. There was no patient involved in this event.